Manufacturer narrative:
The field service engineer (fse) noted a reaction vessel (rv) jammed and replaced broken rv clips and the retention incubator belt. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported wash carousel motion errors while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results as the instrument would be in not ready state and not complete any assays on board. There was no patient impact associated with this event. The customer requested replacement of the affected rv lot. Beckman coulter replaced the affected lot of reaction vessels with a new lot without the new resin. The customer indicated no further issues. A beckman coulter field service engineer (fse) assessed the instrument at the facility.